Event description:
It was reported that prior to insertion the intra-aortic balloon (iab) unwrapped. As a result, the iab was not used.

Manufacturer narrative:
Eval: the intra-aortic balloon (iab) was returned. There was blood on exterior surface of iab. Super arrow-flex sheath was on the distal tip of the bladder approx 12 cm from the proximal end of the bladder. One-way valve was attached to iab. Slide connector & cal key were attached to the fiber optix sensor (fos) cable. Spring wire guide (swg) & pump tubing were not returned. Fos was light level tested & failed with a broken fos. Cal key was tested separately & passed. A different swg was fed thru the central lumen, but would not pass thru iab. The sheath was removed with difficulty. The central lumen was broken in 3 pieces approx 6.5 cm from the distal tip. Both the sheath & bladder were measured & in specs. The bladder was ripped. The bladder was examined under magnification & there were many holes in the bladder from the broken central lumen. It cannot be determined how or when the central lumen was broken. A device history record re-review was conducted on the iab & it met all specs & passed all in-process testing. Conclusion: broken central lumen. Due to the condition of the returned iab, it could not be determined with certainty how or when the iab was compromised.